Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into vt during a device check. Patient was short of breath and required a manual pc shock to return to normal sinus rhythm. Device had failed to detect the vt event as the rhythm fell below the device's programmed detection zone for vt. Programming changes were recommended. Physician elected to not make any programming changes. Patient was stable after the event.